Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unable to be charged. The usb cable and wall adapter were confirmed to be charging another device successfully. There was no impact on the customer's blood glucose level. It was indicated that the customer would use a backup pump and had manual injections available for alternate insulin therapy.